Event description:
It was reported that the patient required intubation during their post operation course and was weaned off as tolerated. The patient was extubated on (B)(6) 2021 and had a nasal cannula placed on (B)(6) 2021. (B)(6) 2021 patient had acute kidney injury likely due to acute tubular necrosis and excellent urine output with lasix. (B)(6) 2021 norepinephrine off, (B)(6) 2021 epinephrine off. The patient developed respiratory failure approximately 11 days following the lvad implant on (B)(6) 2021. The patient was on room air as of (B)(6) 2021 and reported respiratory failure resolved on (B)(6) 2021. A urinalysis was performed on (B)(6) 2021 and was positive for leukocytes. The patient was started on rocephin intravenous (IV). Additionally, a chest x-ray was performed on (B)(6) 2021 and revealed bibasilar atelectasis requiring pulmonary toilet. Milrinone off on (B)(6) 2021, hemodynamics stable. The patient was not given antibiotics and was afebrile. The patient¿s infection resolved on (B)(6) 2021. The infection was not device related (bladder) and was treated with two days of rocephin. The low flow alarms resolved following the low flow software upgrade. The patient¿s bun/creatinine was trended, strict input and output and lasix drip. The patient would avoid nephrotoxic agents.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed via the onsite evaluation by abbott representatives. A specific cause for the reported events as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 03may2021. The heartmate 3 lvas IFU and patient handbook are currently available. This IFU lists respiratory failure, renal dysfunction and infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 of the patient handbook entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This IFU and patient handbook have multiple sections for care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had low flows/speeds to protect the right ventricle. A controller software change was performed which resolved the low flows. It was reported that the patient had leukocytosis but there was no infection it was just an elevated white blood cell reaction seen in left ventricular assist device (lvad) implant. Pre-operative antibiotics was continued and patient was afebrile. The patient was intubated post-operative due to respiratory insufficiency on 25may and weaned as tolerated. The patient had vasoplegic/cardiogenic shock after implant procedure requiring vasopressors and inotropes for hemodynamic instability. Mean arterial pressure was 104 mmhg on arrival. The following medication was received on 25may: epinephrine - 0.1 mcg/kg/min, milrinone 0.13 mcg/kg/min, norepinephrine 0.4 mcg/kg/min, vasopressin 0.04 mcg/kg/min. Vasopressin and norepinephrine were taken off the next day, epinephrin was changed to 0.08 mcg/kg/min, and milrinone was changed to 0.25 mcg/kg/min. The spontaneous breathing trial failed on 26may and so she remained on ventilator. The patient was treated with creatinine and lasix drip.